Event description:
Reported via literature article it was reported that thrombosis occurred. A 70-year-old female with a history of paroxysmal atrial fibrillation (af) and atrial flutter underwent cryoablation-based pulmonary vein isolation including cavotricuspid isthmus ablation on november 2017. The patient returned to normal sinus rhythm but continued anti-coagulation due to the risk of recurrent af and moderate cha2ds2-vasc score. The patient subsequently developed recurrent gastrointestinal bleeding and underwent left atrial appendage occlusion (laao) with the watchman closure device on november 2019. The device was compromised due to recurrent device related thrombus (drt). The patient underwent multiple aggressive anticoagulation including subcutaneous heparin and direct oral anticoagulant (doac) therapy with antiplatelet therapy to resolve the drt. During anticoagulation, the patient continued to struggle with recurrent gastrointestinal bleeding. The patient had a transesophageal echocardiogram (tee) on march 2023 and imaging showed a complete resolution of the drt. It also appeared to be evidence of loose fabric on one side of the device with peri device leak (pdl) between the laa and la cavity. There was a risk of fabric dislodgement from the closure device, and the patient needed to remain on anti-coagulation. It was discussed to surgical repair options, whether the loose fabric could be repaired, complete device removal and surgical laao, or pericardial patch placement over the device to resolve both drt and pdl. Preoperative tee measured the shortest distance between the device and the mitral annulus to be 8 mm. A robot-assisted surgical repair approach was chosen. There was a watchman closure device with fabric separation from 3 to 5 oclock of the surgeon view. One of the metal frames of the device was exposed. The communication between the laa and la cavity was observed. Most of the area on the fabric was not covered with endothelial tissue. Due to large fabric separation, it did not appear to be repairable. An attempt was made to remove the closure device, but there appeared to be a high risk of la injury due to the device adhering strongly to the la wall. The bovine pericardial patch was anastomosed with a running cv-4 gore-tex suture to completely cover the device. Intraoperative tee showed no communication between the laa and la cavity and no evidence of mitral regurgitation. A tee five (5) months after surgery also showed no communication. Postoperatively, the patient was free of anticoagulation therapy and had no gastrointestinal bleeding.

Manufacturer narrative:
B3: estimated as 2/12/25 as the published date for the article is noted as february 12, 2025. D4: unique identifier (UDI): detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: tsukui, h., ogawa, m., & culig, m.h. (2025). Robot assisted surgical repair for a failed transcatheter left atrial appendage occlusion device. Innovations, vol. 00(0) 1-3. Doi: 10.1177/1556984524131130.